Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unk), when the screen display intermittently started to bloom and distort the characters to the point where the medics were unable to read the screen. The medics were able to use the device recorder to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.